Event description:
Customer reported receiving an error alarm during the manual prime and stated that insulin was squirting out. Customer stated that insulin continued to drip after motor stops and the customer was unable to exit the preparing to prime loop. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 289 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The device was received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.